Event description:
Manufacturer reference number:1627487-2024-00802. Manufacturer reference number: 1627487-2024-07027. Additional information indicates that during the surgical procedure on (B)(6) 2024, it was observed that the leads had pulled out of the ipg header. As a result, the leads were reinserted into the ipg header to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Based on the information provided a product problem was not identified., as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial:(B)(6), batch: 9215691.

Event description:
It was reported that the patient overextended and felt a pull on one of his leads while performing regular daily activities. Further investigation revealed high impedance on the lead. On the x-ray it may show a bit of the lead coming out of the battery. As a result, surgical intervention may be taken place to address the issue.